Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons function properly however, moisture damage was noted on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was unknown. No additional information provided.